Event description:
Healthcare provider reported a left side rupture. Additionally, healthcare provider reported "implant rupture with capsular contraction and desire for larger breast implants. Patient who has an MRI evidence of implant rupture. They also have tightening of the breasts with an unnatural feel and appearances consistent with capsular contracture of grade iii." The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional, additionally reported, "implant rupture. With capsular contraction, baker grade iii. And desire for larger breast implants". They also, have tightening of the breasts. With an unnatural feel and appearances consistent with capsular contracture of grade iii". The device has been explanted and replaced.

Event description:
Healthcare provider reported, a left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.